Event description:
The customer alleged that she spilled some cidex opa that she was transporting in her trunk to use at another facility. She reported that it spilled on the carpet of her trunk. She denied no contact with the solution. She was advised by asp customer care that when cleaning the spill to wear the personal protective equipment.

Manufacturer narrative:
Solution spill.